Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed slow ventricular tachycardia which was in and out of the detection zone. The device did not detect the arrhythmia and therapy was delayed. The patient expired due to cardiac arrest. Further details surrounding the death have been requested and not received.